Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through a system check an no issues were identified. The customer replaced pump supplies as needed and continue insulin therapy.